Event description:
It was reported that the device failed the conveyor rate test. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The device failed accuracy tests. The problem was duplicated. The reported problem was due to an explusor that was too big. The expulsor was sanded down to fix the issue.